Manufacturer narrative:
Batch review performed on 4 november 2021: lot 179576: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-mar-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 10 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.